Event description:
It was reported that the procedure was to treat a heavily tortuous lesion in the superficial a femoral artery. Pre-dilatation was performed and the 6.0 x 100 mm absolute pro self expanding stent system (sess) was advanced. Resistance was noted with the vessel, but the sess was able to be advanced to the lesion. During an attempt to deploy the stent, the device was unlocked. After the third click, the thumb handle could not be turned further. The stent would only unsheathed approximately 5 mm; therefore, the deployment handle was broken and the stent was deployed manually with the pin and pull device. The stent was successfully deployed in the lesion. A non-abbott sess was used to complete the procedure successfully. The patient had a good outcome and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The difficulties deploying the stent were unable to be confirmed due to the condition of the returned device. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.